Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Unit has no voltage, no share log data, and no other indication of a problem found. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 on patient's behalf to report the patient received a transmitter failed error on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.